Manufacturer narrative:
Concomitant medical products: dtba1d1 device, implanted: (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a superior vena cava (svc) coil impedance warning and rv coil impedance spikes were observed, along with noise on rv coil to can. The rv lead remains in use at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a superior vena cava (svc) coil impedance warning and rv coil impedance spikes were observed, along with noise on rv coil to can. A suspected lead fracture was noted with high rv coil impedance. The physician indicated no further alerts have been observed and no corrective actions were taken. The physician will continue to monitor the patient. The rv lead remains in use at this time. No patient complications have been reported as a result of this event.